Event description:
During an atrial fibrillation procedure, the agilis 8.5f sheath was advanced into the left atrium, and an advisor hd grid catheter was introduced. Following cardiac mapping, negative pressure was applied to flush the agilis 8.5f sheath, which revealed aspirated air. Despite repeated attempts, the air could not be completely cleared. The agilis 8.5f sheath was replaced, and the procedure concluded successfully with no adverse patient consequences. The hospital discarded the affected agilis 8.5f sheath.